Event description:
As reported for this event by the customer, during an unknown therapeutic procedure an output error was received for the device shortly after the use of the device commenced. When the device was checked, the base of the teflon pad (tissue pad) was peeled off. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
(B)(6). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasonic output and appearance. Upon inspection of the device, it was observed that the teflon pad (tissue pad) was severely worn out. There was a contact mark on the probe which indicates that the probe came into contact with the grasping section. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. Probe check was implemented. The result presented no abnormalities. A likely mechanism causing the peeling of the tissue pad can be the following: 1) ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. 2) probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely and contact marks. 3) output was activated continuously in this situation; this may have applied a force to the probe, and the error occurred. The instructions for use includes the following statements that warn against the issue: if the grasping section, the probe tip gets tissue stuck on it during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section and the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum (B)(6) 2022: there was peeling of the teflon pad but no piece broke off. There was no delay in the completion of the procedure. The patient did not need additional anesthesia. The name of the procedure, what function the doctor was performing, what were the settings at the time of the event, all are unknown. The device was inspected prior to use with no anomalies noted. There was no cable damage. The generator connection points were not inspected. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.